Manufacturer narrative:
The complaint is confirmed. The alleged complaint device was not received for investigation, however a picture of the device was provided. From the picture it can be seen that the active electrode (c16494-01) is missing from the device at the distal end of the shaft. As the device was not returned for investigation the cause of the component coming loose from the rest of the device cannot be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament revision surgery after three minutes the front plate of the device came off. The device broke inside the patient and the broken part didn`t remain inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.